Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s parent stated on (B)(6) 2020, a portion of the wire remained in the skin; the patient was evaluated by a healthcare personnel (hcp), and an x-ray was performed. The x-ray was positive for a retained wire; however, there was no documentation of an additional procedure to remove the wire. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.